Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapy for atrial fibrillation with rapid ventricular response. The patient was in chronic af. Programming change was made.